Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00031 with the FDA on 07-feb-2024. Additional information (07-feb-2024): siemens concluded that droplets from reaction washer probe, diluting the sample reaction in the reaction cuvettes, potentially contributed to the event. The service activities mentioned in the initial report resolved this behavior. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report falsely depressed enzymatic creatinine_3 (ecre3) results were generated on three patient samples and falsely elevated concentrated carbon dioxide (co2_c) results were generated on four patient samples on an atellica ch 930 analyzer when quality controls (qc) was unacceptable following the results. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced dilution arm, performed dilution arm alignments, and primed and performed a successful auto check test. Next, the cse cleaned the drain with bleach, aligned reagent (r), sample (s), and dilution (d) mixers, and performed acceptance testing protocol (atp). Then, the cse verified and realigned r mixer, swapped r1 and r2 probes and performed a rmix test. Over subsequent multiple visits, the cse replaced r1 and r2 probes, aligned r1 to wash basin, and replaced the s-mixer. Next, the cse performed manual and auto alignments, and performed a successful auto check test. Then, the cse ran patient specimens to observe the performance of analyzer aspirations, and sampling from the vessel mover module (vmm)/dilution ring. When complete, the cse performed full atp, replaced the s probe, and repeated the service method sample and dilution metering (psn10) test. After that, the cse saved system data and provided for siemens analysis. Additionally, the cse replaced the cn25 harness, all cuvette waste and aspirate valves, the cuvette vacuum manifold, the r1 level sense printed circuit board (pcb) and level sense cable and replaced r1 drain valve. The cse observed that the customer performed maintenance, calibrated, and ran qc successfully. The customer ran patients successfully and the cse observed no further errors. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely depressed enzymatic creatinine_3 (ecre3) results were generated on three patient samples and falsely elevated concentrated carbon dioxide (co2_c) results were generated on four patient samples on an atellica ch 930 analyzer when quality controls (qc) was unacceptable following the results. The erroneous results were not reported to the physician(s). The samples were repeated on alternate atellica ch 930 analyzers. The repeat results were reported to the physician(s), as the correct results. There are no known reports of adverse health consequences due to the erroneous results.